Manufacturer narrative:
Product event summary: at analysis the stated reason for return was unable to be confirmed. The issue was attempted to be reproduced but was unable to. It was conjectured that the issue could be with the head itself as it was not returned and could therefore not be tested. It was additionally noted that the upper bullets were broken. The upper bullets were replaced, new software was installed and the device was cleaned. It then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the radiofrequency (rf) programmer head was connected, the programmer would not turn on, though it would power on without the rf head connected however it would shut off if the rf head was lifted out. The programmer has been returned for service. There was no patient involvement.